Event description:
Received information stating customer did not observe insulin drip from the infusion set tubing during the load process. Customer discovered that the luer lock and tubing were not securely connected. There was no impact to customer's blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a follow up report will be submitted.